Event description:
It was reported that while using the ilet, the user experienced elevated blood glucose above 180 mg/dl after an insulin set expired alert, and the agent advised changing the infusion set, which the user understood. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no hospitalization, no medical intervention beyond user self-correction, and resolution after supply change guidance. Investigation included troubleshooting and education with focus on insulin delivery and infusion set management. Investigation of this case revealed that the cause of hyperglycemia was unclear. It was concluded that the event was unconfirmed for device malfunction with user-directed corrective actions completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.